Manufacturer narrative:
The reported field event of noise was confirmed via review of programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. No noise was observed on real time electrograms. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy due to oversensing was observed. The complete system was explanted and replaced. Patient condition is good.